Event description:
During evaluation of a returned spectrum iq infusion pump, the device had a failed door sensor. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed door sensor error. A review of the event history log revealed "shut door - power off". Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be lower auxiliary hook switch not working. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.